Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower cubies were reconfigured; however, the wrong cubie opened instead of the cubie that the customer selected or intended to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reported that after a prior repair of the tower doors by a field service engineer, the incorrect cubicle opened when attempting to remove medication instead of the selected cubicle. A field service engineer (fse) reported that wiring in the auxiliary tower was partially unseated, causing improper operation. The fse reseated all wiring connections, after which the system resumed normal operation. The system functioned as intended after the field service engineer repaired the device.